Event description:
Report received of an overdelivery due to the pump exceeding the programmed 4-hour limit. The pump was returned to the user facility's biomedical department with an unsigned note that stated, "lockout not working correctly. Set to 30mg 4-hour limit. After 2.5 hours, the 30mg syringe was empty. Reloaded syringe and pressed pt pendant and delivered 2mg more. Should not have because limit already reached". The customer was not able to track the device to a pt, user, or nursing unit. There were no reported adverse pt events. Though requested, no additional info was available.